Event description:
It was reported that this patient underwent left total hip arthroplasty on an unknown date and that a custom tri-flange acetabular component has been requested for the patient. It was further reported that the patient is currently experiencing infection. A review of invoice history found that revision procedures occurred on (B)(6) 2010 for unknown reasons. The modular head and acetabular liner were replaced with constrained head and liner in all three procedures. Invoice history further revealed that revision procedures took place on (B)(6) 2011 and (B)(6) 2012 where cement spacer molds were implanted. Invoice history review indicates that an orthopedic salvage system and constrained acetabular liner and head were implanted on (B)(6) 2012. An invoice was located to confirm that a subsequent revision procedure took place on (B)(6) 2013 where orthopedic salvage components, knee and hip components and a nail were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015- 00810 / 00812).